Manufacturer narrative:
Follow-up #1 date of submission 09/06/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the pump black box data showed evidence of call service (054) alarms. When the patient attempted to clear the call service 054 alarm, a call service 052 alarm was emitted; a reboot then occurred. A visual inspection of the pump showed that the battery compartment and returned battery cap were intact. The returned battery cap was able to fully tighten on to the pump. The pump was then exercised for 24 hours with no power loss. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.